Manufacturer narrative:
Correction: h4: correction: in initial report, the manufacturer date provided was inadvertently reported as apr 28, 2022, however the correct date is oct 31, 2022. Additional information: please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 3/24/2023. Section h3: device evaluated by manufacturer: yes. Section h6: type of investigation - 10. Section h6: type of investigation - 3331. Section h6: type of investigation - 4109. Section h6: investigation findings - 213. Section h6: investigation conclusions - 67. Device evaluation: one (1) loi was returned within original packaging, confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functionality tests were performed, and the results were found within specifications. The reported event was not confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that there was suction loss after laser fire using the liquid optics interface (loi) and the catalys system. The incident occurred during laser treatment. The procedure was completed with another loi. There was no patient injury and/or surgical intervention required. No further information provided.